Event description:
A german distributor shipped back monitor sn (B)(4) indicating that the monitor screen began to restart continuously, made a hissing sound, and smelled charred during a training session for clinical staff.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon evaluation, the monitor was drawing excessive current and would not power up. C601, the adjustment capacitor for the +5.4v power supply line, was shorted to ground. The short caused the converter enable signal to stay "on". The root cause for the defective c601 capacitor could not be positively identified. No adverse event resulted from the defective capacitor.